Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had pocket stimulation. It lasted more than a day, then repeated for a short time and was described by the patient as "discomfort". The patient was checked in the office and did not have stimulation. The device is still in use. No patient complications have been reported as a result of this event.